Event description:
Literature: huston o., watson r., bernstein m., mcgee k., stead s. M., gorman d., kendall h., huston j. Intraoperative magnetic resonance imaging findings during deep brain stimulation surgery. Journal of neurosurgery; 115: 852-857, october 2011. Published online (B)(6) 2011. Doi: 10.3171/2011.5.jns101457. Summary: the authors report on retrospective reviews of intraoperative magnetic resonance imaging during dbs surgery of 143 patients over (B)(6) to evaluate acute hemorrhage, intracranial air, brain shift, and accuracy of lead placement. The results included a total of nine patients with intracranial hemorrhage, only one producing symptoms, which lasted two days. Reportable event: the authors report that one (B)(6) woman with parkinson's disease developed a right 8mm subdural hematoma, ch aracterized as isointense on both t2 gre and t1 mp-rage sequences, following bilateral subthalamic nucleus dbs placement. The lesion displayed high signal intensity on flair imaging. The patient was admitted to the ICU for close observation and had a follow-up CT scan 24 hours later. There was no enlargement of the hemorrhage. The hemorrhage did not result in clinical symptoms and evacuation of the intracranial blood was not required. See literature article with MFR report# 3007566237-2011-09033.

Manufacturer narrative:
Lead model 3387, left-side lot# unknown, implanted: unknown.